Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
I was reported that patient experienced inadequate stimulation at the left foot. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively. The explanted device was not returned.